Event description:
On (B)(6) 2021, a candela sales team member was alerted to a social media posting on the (B)(6) platform. Per review, the post alleged a "profound laser melting subcutaneous fat in a (B)(6)-year-old female patient." It was further noted that a facial plastic surgeon in (B)(6) had to "fix" the alleged damage "with a facelift, necklift and resurfacing." Additional information has been solicited. No further information has been received to date. The case will be re-assessed upon receipt of new and/or relevant information.

Manufacturer narrative:
A supplemental MDR will be submitted upon receipt of new and/or relevant information. (B)(4).